Event description:
The pt is not receiving stimulation and is unable to communicate with or charge her scs ipg. The pt last charged her scs ipg approx 9 months ago. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.